Manufacturer narrative:
Correction: h6 device code for signal artifact.

Event description:
Manufacturer report number: 2017865-2020-07723. New information received noted that the implantable cardioverter defibrillator and the right ventricular lead delivered inappropriate therapy for an atrial tachycardia / atrial fibrillation with rapid ventricular rate. It appeared that the device misdiagnosed the atrial fibrillation as a ventricular tachycardia due to fibrillation waves falling in post ventricular atrial blanking and fibrillation wave under-sensing. It was also noted that non-sustained right ventricular over-sensing episodes were noted. It was suggested that the episodes were due to myopotential over-sensing. Programming changes were made. The patient was stable.

Event description:
New information received noted that the implantable cardioverter defibrillator exhibited a re-occurrence of non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the episodes revealed possible myopotential oversensing. No programming changes were made or discussed. Auto-mode switch from external noise on both lead channels were noted along with a magnet response episode. It was noted by the nurse the patient had a procedure involving cautery to stop a bleeding vessel in the nose. These episodes correlated to the time this procedure was done. The patient was stable and will continue to be monitored.